Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. No excessive no delivery alarms were noted. The pump was received with cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump kept alarm no delivery. The patient's blood glucose at the time of incident was 250 mg/dl. Troubleshooting was initiated for the no delivery alarms. The customer had been changing the reservoir, set, and insulin once per day. The patient had also tried different cannula lengths. The customer had tried all possible remedies but the issue would not resolve. The insulin pump was returned for analysis.